Event description:
Two switches on the back side of the defibrillator was inadvertently turned off. An 87 year old female patient developed respiratory arrest and subsequent v-fib. The patient was defibrillated once. The unit was slow to recharge. The patient was shocked a second time. After the second shock, the unit would not recharge. Concurrently, the primary physician was on the phone requesting the resuscitative measures be stopped. The defibrillator did not re-charge due to user error. Subsequently, covers have been added over the switches to prevent them from being turned off. This event did not affect the patient's outcome. The patient would have died regardless of the poorly charged defibrillatordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, inadequate quality assurance. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by biomedical engineering dept. Staff, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.